Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a stent positioning problem. The patient was enrolled in the (B)(6) clinical study. On (B)(6) 2017, the index procedure was performed. The target lesion was the left distal superficial femoral artery (sfa). The target lesion was 100% occluded and had a reference vessel diameter of 6mm proximally and distally, with a total length of 40mm. Pre-dilatation was performed using a 5.0mm balloon and a 6x100mm eluvia stent was implanted. Post-dilatation was performed using a 5.0mm balloon. Residual stenosis was 40%. On (B)(6) 2018, it was documented that the eluvia stent was malpositioned. It was also mentioned that there was a presence of a possible aneurysmatic degeneration of the treated vessel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a bsc v18 control wire 300cm was used as a guidewire during the index procedure. The final angiography following the index procedure did not reveal any stent malposition. The malposition was found during follow-up by duplex ultrasound scanning. The stent did not appear to be stretched or elongated. No intervention was done after finding the stent malposition.